Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). The investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the rpms were below specification, the torque for the thickness control lever was loose and the width plate screws were missing. The vespel, semi-circle, ball and needle bearings and spring seal were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the complaint product was sent to the incorrect customer. This device was sent back to maintenance to test and check and send back to the correct customer. There was no alleged event or malfunction reported for this device when it was sent in for maintenance. At product evaluation investigation the rpms were below specification, the torque for the thickness control lever was loose and the width plate screws were missing.